Manufacturer narrative:
(B)(4). The customer returned one guide wire and product lidstock for analysis. Definite signs of use were observed on the guide wire body. Visual analysis revealed that the guide wire contained a slight kink/bend towards the distal j-bend. The j-bend was misshapen but intact. Microscopic examination confirmed the kinking and revealed that the distal and proximal welds were secure and intact. Visual analysis could not be performed on the actual catheter involved with this complaint as it was not returned. The kink on the guide wire measured 582mm from the proximal weld. The guide wire length measured 603mm, which is within the specification limits of 594mm-606mm per the guide wire product drawing. The guide wire outer diameter measured 0.794mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Dimensional analysis could not be performed on the actual catheter involved with this complaint as it was not returned. The guide wire was inserted through a lab inventory arrow raulerson syringe and 18ga introducer needle subassembly. Little to no resistance was encountered as the guide wire passed completely through the subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". Functional analysis could not be performed on the actual catheter involved with this complaint as it was not returned. A manual tug test revealed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report of a kinked guide wire was confirmed through complaint investigation, however, the catheter reported as involved in the event was not returned for evaluation. Visual analysis revealed that the guide wire was kinked towards the distal j-bend. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined as the catheter involved with this complaint was not returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during the procedure according to IFU, md found that the spring wire guide gets stuck when attempting to remove from the catheter. New kit was used to finish the procedure. The issue was identified during use on patient. There was no reported patient harm or consequence and the patient was described as fine post the procedure.

Event description:
It was reported that: during the procedure according to IFU, md found that the spring wire guide gets stuck when attempting to remove from the catheter. New kit was used to finish the procedure. The issue was identified during use on patient. There was no reported patient harm or consequence and the patient was described as fine post the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). UDI related data quality updates only. Section d.4.-(UDI)# corrected to (B)(4). The customer returned one guide wire and product lidstock for analysis. Definite signs of use were observed on the guide wire body. Visual analysis revealed that the guide wire contained a slight kink/bend towards the distal j-bend. The j-bend was misshapen but intact. Microscopic examination confirmed the kinking and revealed that the distal and proximal welds were secure and intact. Visual analysis could not be performed on the actual catheter involved with this complaint as it was not returned. The kink on the guide wire measured 582mm from the proximal weld. The guide wire length measured 603mm, which is within the specification limits of 594mm-606mm per the guide wire product drawing. The guide wire outer diameter measured 0.794mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Dimensional analysis could not be performed on the actual catheter involved with this complaint as it was not returned. The guide wire was inserted through a lab inventory arrow raulerson syringe and 18ga introducer needle subassembly. Little to no resistance was encountered as the guide wire passed completely through the subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". Functional analysis could not be performed on the actual catheter involved with this complaint as it was not returned. A manual tug test revealed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage.". The report of a kinked guide wire was confirmed through complaint investigation, however, the catheter reported as involved in the event was not returned for evaluation. Visual analysis revealed that the guide wire was kinked towards the distal j-bend. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined as the catheter involved with this complaint was not returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during the procedure according to IFU, md found that the spring wire guide gets stuck when attempting to remove from the catheter. New kit was used to finish the procedure. The issue was identified during use on patient. There was no reported patient harm or consequence and the patient was described as fine post the procedure.